Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00630505636, liner, lot # 63175338, 00877503604, head, lot # 2749768, 00625006530, bone screw, lot # 63333294, 00625006530, bone screw, lot # 62887825, 00625006525, bone screw, lot # 62793482, unknown femoral stem. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01520.

Event description:
It was reported that approximately 10 months post implantation, the patient was revised due to pain, instability, and metallosis. Attempts have been made and no further information has been provided.